Event description:
The following information was received from (B)(6) and is a spontaneous report by a nurse in (B)(6) of pancreatitis and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient was diagnosed with pancreatitis, which resulted in peritonitis. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment was not reported. The patient had not recovered from the event of peritonitis with culture positive for klebsiella pneumoniae. The outcome of pancreatitis was not reported. On (B)(6) 2011, dianeal therapy was withdrawn and the pd catheter had been pulled. On (B)(6) 2011, the patient started on hemodialysis. The nurse stated that the peritonitis with culture positive for klebsiella pneumoniae was not related to dianeal therapy. The nurse did not provide an opinion of causality for the event of pancreatitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis event

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11g27138 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.